Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter city:(B)(6).